Manufacturer narrative:
Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator did not pass the circuit pressure test portion of the short self test (sst) with an "inspiratory and safety valve pressure sensor difference outside test limits" message. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue. During troubleshooting, sp found unit failed extended self test (est) with a similar message as the reported sst failure and also failed the "leak test" with a "safety valve failed to open" message and replaced the inspiratory flow module (ifm) printed circuit board assem bly (pcba). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One ifm pcba was returned to medtronic for analysis. Visual inspection showed no anomalies. The returned ifm pcba was attached to failure investigation test ventilator for analysis. The unit powered up, while performing est, the ventilator failed the ¿leak test¿ with "safety valve failed to open" message. Further, the ventilator also failed the circuit pressure test in est with inspiratory and safety valve pressure difference outside test limits message. Investigation found safety valve pressure sensor (ps2) on the ifm pcba was faulty. If a failure of the ps2 on the ifm pcba occurs while in use on a patient, the ventilator response could be a loss of ventilation to the patient. The cause of the reported event was due to faulty ps2 on the ifm pcba. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator did not pass the circuit pressure test portion of the short self test (sst) with an "inspiratory and safety valve pressure sensor difference outside test limits" message. The ventilator was not in use on a patient at the time of the reported event.